Event description:
Physician noticed the distal segment of the neuron was flattened. This was noticed during product prep. The product was replaced and the case completed without incident.

Manufacturer narrative:
Technical evaluation: beginning 14.0 cm from the distal tip, the unit shows a twisting flat spot which continues to 5.0 cm from the tip. In addition, there is an ovalization of the tip extending back about 0.3 cm. Conclusion: the incident is confirmed but not as initially reported. Presence of blood in the catheter suggests that the catheter was not identified as compromised outside the patient. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.